Manufacturer narrative:
Reliability analysis inspected 3 opened and used enlite sensors and performed the visual inspection of the products. Reliability analysis found two out of the three sensors had a broken cannula and the broken parts were not found. The 3rd and final sensor went through a bicarbonate buffer test and passed per specifications with accurate readings.

Event description:
Customer reported via phone call sensor anomaly on multiple sensors. Customer's blood glucose level was 325 mg/dl. Troubleshooting for calibration error alert was performed. Customer advised they received calibration errors for three weeks. Customer had a low alert at 78 mg/dl but their blood glucose level was 325 mg/dl. Customer received calibration error alerts from several sensors. Customer was advised to discontinue use of the sensors and revert to a backup plan. Customer was advised that the sensors would be replaced and agreed to return the products for analysis.